Event description:
Reportedly the device was explanted after an implant duration of 31 months. The reason for the explant is unknown, as no other details were provided.

Manufacturer narrative:
Device not returned.